Event description:
It was reported that the patient presented to the hospital post device implant due to sepsis probably pocket/device infection. The entire system was extracted. The patient was stable before, during, and after the procedure. There were no complications. The device will be returned for evaluation but the leads likely will not be returned.